Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the device was interrogated and revealed a decrease in r-wave amplitude, a decrease in pacing impedance, p-wave oversensing, and a loss of capture. X-ray was performed and revealed a dislodgement of the right ventricular (rv) lead. The rv channel was deactivated until a lead replacement could be performed. The rv lead was explanted and replaced to resolve the event and the patient was stable.